Manufacturer narrative:
Analysis of the implantable neurostimulator (s/n (B)(4)) found no anomaly. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-45, serial#: (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2016, product type: lead. Product ID: 3778-45, serial#: (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2016, product type: lead . Product ID: 3550-39, product type: accessory. Product ID: 3550-39, product type: accessory. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer's representative (rep) reported the consumer experienced a loss of pain relief on (B)(6) 2016 so the system was explanted. Following explant the consumer recovered without sequelae. Relevant medical history includes non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.